Manufacturer narrative:
Product analysis: telemetry issue could not be confirmed. Analyzer connector was found to be worn out, such that a consistent connection with the analyzer was not possible. The analyzer connector and flex cable were replaced. Storage bay door latches were broken. The cooling fan was noisy. The printer drawer was broken. Keyboard frame was broken. Software update errors were found. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited telemetry problems. It was noted that multiple programming heads were used, but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event. The programmer tested out of specification during manufacturer's analysis.